Event description:
Putting patient into bed using lift. Approx. 1 foot over bed support bar fell off lift causing resident to drop back into bed. Support bar landed across chest and both forearms. Screw holding support bar to lift found in bed. Resident complained of pain and tenderness in both forearms.